Event description:
It was reported that the pump was warm to the touch despite being in room-temperature conditions. Reportedly, the pump was charging during the event and temperature alarm occurred. It was reported that the customer experienced a low blood glucose (bg) level of below 54 mg/dl. Cause was not known. Customer consumed carbohydrates to address bg. Reportedly, the pump was not exposed to extreme temperatures. Additionally, it was reported that the customer received a power source alert after plugging the pump into a wall outlet. The customer continued to use the pump for insulin therapy. Customer's blood glucose was 110-129 mg/dl.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged battery, temperature alarm and alarm 10 issues were verified, but the low bg issue could not be verified.